Manufacturer narrative:
Review of the manufacturing records support that there were no non-conformances noted during the manufacturing of the monitor and the device met all specifications prior to release. A review of the service history supports that there have been no prior issues requiring servicing prior to this report. The suspect device was manufactured october 1, 2009 with an expiry date of october 1, 2014. The referenced monitor has significantly exceeded its expiration date. Examination of the returned device was unable to confirm the customer¿s experience. Over 36 hours of testing was performed and the device passed all analysis with no issues noted for any reason. No physical damage was noted during the visual examination. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were detected; the monitor performed as expected. The monitor will be returned to the customer. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Hemodynamic values should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that ¿incorrect¿ readings were displayed during use of a vigilance ii monitor. The actual data and significance of the erroneous values were not provided. Attempts to obtain additional information were unsuccessful and no user or patient details were forthcoming. Additional follow-up noted that there were no patient incident reports related to the referenced device and no allegation of patient compromise or system-related devices implicated.